Event description:
Bilateral patient. Right side implant extruded, possible infection on the left side implant.

Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the IFU. There are no indications that the occurred is a result of manufacturing or component failure.